Manufacturer narrative:
No information about return of device.

Event description:
Mobi-c p and f us : revision due to subsidence. Device removed to fusion. Probably not device related according to surgeon. Heterotopic ossification class IV. Additional information requested to surgeon without answer yet.